Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: (B)(4).

Event description:
It was reported the patient experienced left flank stimulation only. Diagnostic confirmed one of two leads have migrated left, and down to t910-11. Surgery may take place later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2022, wherein 2 new leads were placed, addressing the issue.

Event description:
Additional information received indicate surgical intervention took place wherein the leads were explanted and physician attempted to implant the new lead but was unable to obtain access and proper lead placement. Therefore, the ipg was placed back in the pocket and case was aborted. Additional surgery may take place later.